Manufacturer narrative:
Evaluation of the first returned smart coil revealed that the device was functional. During the functional, the pusher assembly was advanced out of its introducer sheath without an issue, and no further testing was performed. Evaluation of the second returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance, and no further issues occurred after the pusher assembly mid-joint was out of the friction lock. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02744.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-02744.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery using penumbra smart coils (smart coils). During the procedure, two smart coils would not advance at all within their respective introducer sheath. Therefore, the two smart coils were removed. The procedure was completed using other coils. There was no report of an adverse effect to the patient.